Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. All buttons functioning properly. However, it was found moisture damage on the keypad traces. No button error alarm during testing. Device was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out of the tubing during prime. Customer kept pressing the act button and then, the insulin pump alarmed compromised force sensor system. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.